Event description:
The customer reported that, although they had cleaned the jaws regularly, the device was sticking to tissue. Bleeding of under 200cc occurred when the device was removed from tissue. Another device was used to complete the procedure. There was no pt injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained, a f/u report will be submitted.